Event description:
It was reported that the patient received multiple inappropriate therapies for atrial tachyarrhythmia with rapid ventricular response. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.